Manufacturer narrative:
G4: 24sep2020. B4: 24sep2020. Although run testing was performed, the phenomenon was not duplicated. The significant event log confirmed a restart had occurred. The cpu (central processing unit) board was replaced preventively. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 the central processing unit (cpu) was received for evaluation. The cpu board was tested and no failures were identified. The ventilator restart alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14sep2020. B4: 15sep2020. The manufacturer's international service technician evaluated the device and an occurrence of ventilator restart was confirmed in the event log though it has not been duplicated by the test run being performed. The central processing unit board is required to be replaced. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported that the screen display turned black and rebooted when an oxygen concentration was set by a doctor. The screen displayed showed the alarm "ventilator restart". The unit was in use with a patient at the time of the issue, however the unit was swapped out and there was no patient harm reported.